Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted due to the active electrode being inadvertently misplaced upon implantation i.e. Inserted into the internal auditory canal. The misplaced electrode was also likely causing the reported facial nerve stimulation. A revision surgery was carried out to place the active electrode array properly, however ossification of the cochlea due to otosclerosis prevented good placement. This is a final report.

Event description:
The user was implanted with the concerned device on the (B)(6) 2021. No problems were reported during the insertion of the array which was easily inserted and a full insertion was achieved. Imaging was performed in (B)(6) 2022 and it showed that the electrode was out of the cochlea and was in the internal auditory canal. At the revision surgery on (B)(6)2022, due to cochlear ossification, it was not possible to properly insert the electrode. According to the device explantation report form the user has otosclerosis and osseo-fibrosis. Therefore, the device was explanted and no new device was implanted.

Event description:
The user was implanted with the concerned device on the (B)(6) 2021. No problems were reported during the insertion with the array easily inserted. However, intra-op art measurements could not be obtained. Review by (B)(6) reported that the measurements suggest that the electrode array was possibly not properly coiling in the cochlea. Imaging will be performed in the coming weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.